Manufacturer narrative:
(B)(4). The customer complaint of "start ventilation did not work" was not confirmed. The service engineer powered on the unit, downloaded the event history log and performed a circuit check, which passed. Attached to a test lung, the system did ventilate the test lung; no issues were observed. All performed tests were passed. It was noted that on the event date,10/1/2015, there was no indication that the circuit check had been passed in the event history log file. No fault was found with this unit.

Event description:
It was reported that the ventilator failed after being attached to a patient for a transfer to another hospital. The ventilator reportedly went through the circuit check but when "start ventilation" was selected, it did not work. The patient was removed from the ventilator and reattached to the hospital bedside ventilator without any reported patient harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.